Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc prosthesis, catalog #3501680, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc prostheses on (B)(6) 2004 and began feeling ill in 2005. The patient reported that she started to get very sick, and that breast implant illness was the reason for having them removed on (B)(6) 2017. The patient was initially concerned about the removed right implant (serial # (B)(4)) missing engravings present on the left. It was later clarified that the missing markings were ink, and routinely fade when implanted.

Manufacturer narrative:
The device history record (DHR) of lot number 251824 was reviewed on 7/16/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
In a review of this complaint it was noted that the device problem code was erroneously omitted from the initial report. Specifically, the suspicion of missing engravings/markings on the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/30/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc prostheses on (B)(6) 2004 and began feeling ill in 2005. The patient reported that she started to get very sick, and that breast implant illness was the reason for having them removed on (B)(6) 2017. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Both devices were manufactured before mentor started engraving the lot number on the patch of the implant, therefore, it is expected that only the volume of the implant is engraved. No other anomalies were discovered. The complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor products are 100% visually inspected prior to release, additionally, a thorough in-process testing during several stages of the manufacturing process takes place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).